Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female who had a 430cc mentor memorygel breast implant placed experienced bilateral rupture post procedure. The rupture was demonstrated through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The right sided rupture was reported initially under 1645337-2022-05976 on (B)(6) 2022. On july 21, 2022 mentor received additional information and initial awareness of bilateral ruptures. This report relates to the left prosthesis.